Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: a review of the pump¿s black box and alarm history confirmed a cs 069 alarm, which is written in the pump's black box as cs87. The pump was powered on and a hard cs69 alarm was shown and could not be reset. The cs69 alarm was found to be caused by a u39 flash chip.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) 069 issue. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.